Event description:
A surgeon reported a pt with endophthalmitis following intraocular lens (iol) implant surgery. The surgeon reported the pt had a history of glaucoma (pre-existing). The pt was referred to a different facility for treatment of the endophthalmitis. The surgeon reported the eye is now "ok". The surgeon was unwilling to be contacted for any further f/u.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The surgeon was unwilling to be contacted for any further f/u. (B)(4).